Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary tower door 1 keeps failing. The field service engineer replaced the latch, tower board and then configured to resolve this issue. Also cleaned and secured all connections. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system auxiliary tower door 1 keeps failing. The customer reported that while pulling 77300 - magnesium IV bag medication for a patient this malfunction occured. The user managed to get medication from the another station. The customer stated that this malfunction occured during dispensing medication to the patient and that caused 5 minutes of delay to the patient care. There were no adverse events or injuries reported based on this incident.